Event description:
It was reported that shaft hole occurred. A 3.00mm x 15mm emerge balloon catheter was selected for dilatation. However, as the device was loaded onto the wire and when the device entered into the nose cone of the balloon, the wire exited the hypotube just beyond the balloon and made its own hole. The wire never actually made it to the monorail hole segment. The procedure was completed with a different device. There were no patient complications reported.